Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall, due to gear shaft wear manufactured beginning september 1999. Physician communication (dated august 2007). Gear shaft wear has not been confirmed in this device.

Event description:
It was reported that a pt's intrathecal drug delivery pump had more volume than expected at a refill. The expected reservoir volume was 4 mls; the actual reservoir volume was 15 mls. Troubleshooting was being considered. No pt symptoms were reported. Add'l info has been requested but was not available as of the date of this report.